Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Complaint occurrence of the same product and the same phenomenon was investigated. However, there have been no similar reports with the subject device. The subject device could not be confirmed. There were no abnormalities in the DHR, and there have been no similar reports with the subject device. Therefore, a likely factor causing perforation might be the following. Tissue that is not the target of the resection (such as muscle layer) has been snared and resected. The output during energization was high. Energizing time was long. Condition of the patient¿s tissue although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary. The above device handling has warned in the instruction manual as follows. Do not use excessive force when snaring tissue. This could cause patient injury, such as hemorrhages or mucous membrane damage. Do not snare tissue with excessive force. This could break the snare loop, which could cause patient injury such as punctures, hemorrhages, or thermal injury to non-target tissue from mechanical resection. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. When applying the current, do not use an excessive amount of conduction. Doing so could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Event description:
We received the following report. During an endoscopic mucosal resection, the subject device was used. Perforation occurred during the procedure. The clip was placed on the perforated region to repair it and the procedure was completed. The patient was hospitalized for one day to monitor the patient's condition. The patient's condition is currently stable. There were no malfunction reported regarding the device. It was also reported that the user facility considered the possibility that the device malfunction caused this event was low.